Event description:
It was reported that the patient underwent revision surgery to replace a plate and screws, as the screws were backing out.

Manufacturer narrative:
The customer reported event was confirmed by the provided x-ray. A revision surgery occurred and the implants were returned for examination. The visual inspection found the screw shave no anomalies associated. Manufacturing files were reviewed and no anomalies were found. The exact root cause cannot be determined. The locking mechanism of the screw is on the plate. The potential root causes include, poor surgical candidate or bone quality, excessive post-op activity by patient (not recommended by surgeon), patient does not follow surgeon instructions, patient over exerts.

Event description:
It was reported that the patient underwent revision surgery to replace a plate and screws, as the screws were backing out.